Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that another refill was done at the hospital because the patient was still admitted. The expected volume was 4.5 ml and they pulled back a tiny bit more than 8 ml. The patient¿s pump managing physician¿s office and the home health agency were made aware of the most recent volume discrepancy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at an unknown dose via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2021 during a procedure. It was noted there was an emergency refill (mdsx hosp). They pulled out 12cc from the pump upon refill when 6.4cc was the expected volume. It was reported they pulled all the drug out and refill the pump to 40ccs.the rep emailed pentech to make them aware as well (who refills pump regularly). Actions including letting pentech know to make physician aware. Doctor note written in intensive care unit (ICU) charting. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. Surgical intervention was not planned. The patient¿s weight and medical history were asked but unknown. Additional information was received from the rep on 2021-nov-09 indicated that the cause of the volume discrepancy was unknown. The hcp mentioned they would evaluate to see volume discrepancy at next refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative who reported that it was unclear why the patient was admitted; however, the patient was admitted to the ICU (intensive care unit) and just happened to need a refill before the refill date. It was noted to be a simple refill no symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.